Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The control panel assembly, patient airway pressure gauge, adjustable pressure limiting valve and o-rings were replaced. The unit was returned to service. Date of device manufacture unavailable at time of MDR filing.

Event description:
The hospital reported the unit was intermittently not able to switch to mechanical ventilation. The case was completed in manual mode. There is no report of patient injury.